Event description:
At hospital, patient came for outpatient fistulagram on lower left arm. At the end of the case, access sheath 7f was removed from patient. After removal, it was noted that only a partial piece was removed. After assessing, patient brought to or to open fistula and remove retained piece of sheath. Removed broken piece of sheath retained by biomed. It was noted by staff that patient had metal stent in upper left arm. Physician noted that it did not impact sheath removal.